Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient's representative has reported " swollen breast and pain. MRI identified " rupture, fluid accumulation, silicone leakage, thickened capsular and "patchy contrast medium uptake and several pale contrast medium enhancing foci of the glandular parenchyma. Device has been explanted and replaced with non-allergan device. This relates to the left side.